Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period nov-2019 to oct-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).

Event description:
N/a

Manufacturer narrative:
Additional information received: device not returned. The device was returned for another complaint under mfg report number 2248146-2021-00717. Change return to manufacture date from 10/22/2021 to blank. Change device not eval provide code from device evaluation anticipated, but not yet begun to other/device not returned. Change investigation findings from 3233 to 3221. Change investigation conclusions from 11 to 67. Change type of investigation from blank to 4114. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
Complete event site name: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that after insertion of the intra-aortic balloon (iab), while the patient's chest was open, the console generated a leak in iab circuit alarm. The iab was removed and replaced with a new one, but the same alarm occurred. There was no evidence of a leak. It was noted that the customer was not using the "iab fill" key to cancel the alarm. The issue was resolved by doing a "fill" and reducing the augmentation control until the patient's chest was closed. There was no patient harm or adverse event reported. This record is for the 1st iab used. A separate report will be submitted for the 2nd iab.